Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 38mm x 3.00mm stent delivery system was returned for analysis. An examination of the crimped stent identified stent damage. Stent struts in the distal region were lifted from the crimped stent position. The undamaged stent outer diameter was measured. And the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. And were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. An examination found no issues with the tip. No other device issues were noted, during analysis. E1: initial reporter address 1: (B)(6).

Event description:
It was reported, that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 38 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, during the procedure, the stent could not be tracked, due to calcified vessel. And it was damaged. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter address 1:(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 38 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, during the procedure, the stent could not be tracked due to calcified vessel and it was damaged. The procedure was completed with a different device. There were no patient complications reported.